Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. Pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced low battery alert, weak battery and failed battery test. The customer's blood glucose value was unknown. The customer stated that the batteries lasted about 6 hours and the pump turned off. The customer stated that the battery indicator showed less than 2 bars. The customer received failed battery test after the batteries were changed in the pump. The product was returned for analysis.